Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 40 mg/dl. The customer declined to troubleshoot for the low blood glucose reading. The customer stated that her son is on the 670g insulin pump and they have gone into auto mode. And some of the time auto mode is hard to manage and she is having a number of low blood glucose readings. The customer stated she's finding it hard to deal with and will speak to the customer's healthcare professional regarding making changes with the settings. The product was not replaced. The product was not returned for analysis.